Manufacturer narrative:
Date of manufacture was not available. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was frozen. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion during cleaning. This was further defined as misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the oscillating bone saw double hose connector device did not work. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.